Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient experienced perforation of the aorta and pericardial effusion during the transseptal puncture (tsp). During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a versacross connect for faradrive rf wire was used. It was noted that the patient had a septal occluder, which affected the location of where the transseptal puncture (tsp) was performed. The rf wire was used to cross the septum with transesophageal echocardiography (tee) and fluoroscopy as the imaging modalities. When the crossing occurred an unusual path for the wire was observed on fluoroscopy and it was suspected the wire had perforated the aorta. The procedure was cancelled and a computed tomography (CT) scan was performed which confirmed the aortic perforation. Pericardial effusion was also noted. The patient was hospitalized for monitoring and medication was administered. The patient was discharged from the hospital three days later and is expected to fully recover from the complication.